Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, 80% stenosed, distal left anterior descending coronary artery, the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. During removal the sds met resistance with the balance middleweight universal ii (bmwuii) guide wire, but was removed from the anatomy. After removal it was noted the bmwuii was bent. A second sds was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the reviewed information, no product deficiency was identified. The xience prime referenced is being filed under a separate manufacturing report #.